Event description:
This css console was not supporting a patient. The customer reported that the console test validation protocol could not be performed because the monitoring laptop computer on the css console would not boot up. A replacement laptop computer was shipped to the customer and was installed onto the css console. The customer confirmed that the replacement laptop computer booted up and that the css console performed as intended. This alleged failure mode poses a low risk to a patient because the issue was observed when the css console was not supporting a patient. In addition, it would not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality.

Manufacturer narrative:
The laptop computer that was removed from the css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.